Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock from the device. A review of the treated and untreated episodes showed non-physiologic artifacts that were oversensed. Technical services discussed troubleshooting to try and recreate the noise and x-rays to evaluate system placement and to check for any abnormalities along the body of the electrode, as well as confirming complete insertion of the terminal pin into the device header. It was recommended to reprogram the sense vector to secondary. The artifacts are consistent with an issue at the sense b node and this can be mitigated by changing the vector, as secondary does not use the sense b node electrode. No adverse patient effects were reported. The s-ICD system remains implanted and in service with the sense vector reprogrammed to secondary.